Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b&l for evaluation, but there was nothing found that would indicate a problem with the device.

Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the patient complained of altered color perception. The crystalens was explanted and replaced with a different lens model. Additional information has been requested.